Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display, had motor error, it turned off and it did not turn on up until 30 minute ago and failed battery alert. The customer blood glucose level was unknown. Customer did not called back after receiving a new battery cap. Customer stated that the insulin pump has not been exposed to moisture. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display returned. Customer stated that the insulin pump tests each new battery when inserted. Call was dropped off and not able to continue troubleshooting. The device will not be returned for analysis.